Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A supplies manager reported a dialyzer blood leak during a hemodialysis (hd) treatment. There was no reported patient harm, intervention or adverse event in the initial report. Additional information was requested but none has been provided. A sample dialyzer has not been returned for analysis.